Manufacturer narrative:
Block b3: exact date unknown, event occurred a week from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7086104.

Event description:
It was reported that following a fall, the patient was having high impedances on the spinal cord stimulation (scs) lead causing inadequate stimulation. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per facility policy.